Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The event history log was extracted from the device and reviewed and there was no indication of power issues, however, there is indication of the presence of a system error alarm condition.

Event description:
On (B)(6) 2023, infutronix received a report that a pump "will not run" and had potentially suffered from a water ingress issue. The issue was discovered during testing at a distributor site and there was no patient involvement.